Manufacturer narrative:
As the lot number for the device was provided, a lot history review was performed. The sample was returned to the manufacturer for inspection/evaluation. The investigation is confirmed for deformation due to compressive stress, failure to advance, fracture and stretched. A definitive root cause for the reported event could not be determined. The device is labeled for single use. ((B)(4)).

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0607540 pta implantable port allegedly experienced deformation due to compressive stress, failure to advance, fracture and stretched. This information was received from one source. The event involved a patient with no known impact to the patient. The age, sex and weight of the patient were not provided.